Manufacturer narrative:
On 9/30/2019, the mentor failure analysis lab received the device for evaluation. The returned device contained a size, different lot, and serial number from the device information previously indicated in the initial report on 9/17/2019. The returned device was a 650cc cpx4 with suture tabs medium height smooth expander (serial number (B)(4)). A manufacturing record evaluation (mre) was performed for finished device number 7708666, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast reconstruction with a cpx4 with suture tabs medium height smooth expander and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with an unspecified tissue expander.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon initial examination of the sample, a rupture at the union between shell and patch was noticed, measuring approximately 0.5 cm, also the device was received with blue coloration. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer's reference number: (B)(4).